Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with four different carto vizigo¿ 8.5f bi-directional guiding short sheath - small devices. For all the vizigo sheaths used, when drawing the air from the side port, a large amount of air was continued to be drawn. With the first device, (lot#60000436): after obtaining a pre-map of the left atrium with octaray, the octaray was removed from vizigo short and replaced with varipulse, and when it was flushed once. Second vizigo short (lot#60000417): immediately after replacing the first vizigo short, a dilator was inserted and flushed, but a large amount of air was continued to be drawn. Third vizigo short (lot#60000436): when replacing the varipulse with the qdot, the varipulse was removed from the vizigo and flushed, but the large amount of air was continued to be drawn. Fourth vizigo short (lot#60000436): this device was used until the end of the procedure. It was unclear whether the hemostatic valve itself was broken or not. No physical damages were noted on any four of the devices. But air leaks were identified. No patient consequences were reported. This report is for the 3rd vizigo short in question ((lot#60000436).

Manufacturer narrative:
On 7-jan-2025, bwi received additional information regarding the event. No air was introduced into the patient. Flushing was performed and the sheath was replaced. No neurological symptoms were noted since the procedure completed. The air leakage was not accompanied by any visible damage. On 15-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and back pressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward; the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record evaluation was performed for the finished device number 60000436 and no internal action was found during the review. The leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).